Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg of a 6-12f mynx control venous vascular closure device was stuck to tip of device. Hemostasis was achieved by manual pressure. No harm done to patient. The user is mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Both buttons were fully depressed, and the balloon was fully deflated. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2514902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the polyethylene glycol (peg) of a 6-12f mynx control venous vascular closure device was stuck to the tip of device. Hemostasis was achieved by manual pressure. No harm was done to the patient. The user is mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Both buttons were fully depressed, and the balloon was fully deflated. The device was not returned for evaluation; however, an image of the device was received. The photo shows the distal end of the unit, where the sealant remained mounted on the device while the balloon was already retracted. No additional anomalies or notable details were observed in the image. A product history record (phr) review of lot f2514902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the picture received since it was noted that the sealant was still on the catheter and fully uncovered. However, the exact cause of the issue could not be conclusively determined during the picture analysis. Based on the information available for review and picture analysis, it is not possible to determine what factors may have contributed to the reported issue with the device since it appears that the device was fully deployed and the balloon was fully retracted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the picture analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.